Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of intraoperative type 3a endoleak that was not completely resolved. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records / images available for review. The contributing factors for this type 3a endoleak was most likely the reported intra-operative difficulty to deploy the proximal stent extension (extra manipulation). No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: g1,2: contact office- name has been updated. G3: report source ¿ updated. H6: result code: remove code 3221. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient had an endovascular aneurysm sealing (evas) procedure. Where a bifurcated stent graft and suprarenal stent graft extension were implanted to treat an abdominal aortic aneurysm (aaa). An intraoperative type 3a endoleak was identified. An infrarenal stent graft extension was implanted and ballooning was performed however the endoleak was not completely resolved. No further treatment performed, and the patient is being monitored.